Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer amulet left atrial appendage occluder was selected for procedure using a 12f amplatzer torqvue 45x45 delivery sheath. Prior to the procedure, it was noted that the patient had a pleural effusion. On (B)(6) 2022, the patient developed a cardiac tamponade and had a pericardiocentesis. The patient had 2 liters of fluid drained. The patient is reported to be stable.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer amulet left atrial appendage occluder was selected for procedure using a 12f amplatzer torqvue 45x45 delivery sheath. Prior to the procedure, it was noted that the patient had a 0.92mm pericardial effusion. During the procedure, the patient had a activated clotting time of over 500 seconds. There was multiple manipulations of the device during the procedure. On (B)(6) 2022, the patient developed a cardiac tamponade and had a pericardiocentesis. The patient had two liters of fluid drained. The cause of the pericardial effusion was unknown. The patient is reported to be stable.

Manufacturer narrative:
An event of chest pain, pericardial effusion leading to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.